Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out, and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 18 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient's anatomy was challenging and the target lesion was 70% stenosed, severely tortuous and severely calcified iliac artery. The balloon was ruptured upon second inflation at 24 atmospheres for 1 minute. The device was removed by pulling it out.

Manufacturer narrative:
Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out, and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 18 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 18 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilation in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.